Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show blood oozing from the end of the septum. 2. DHR/bhr review lot#4080098 1-the products of this batch were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch are taken for related testing: 800mm simulated clinical leakage test. The samples pass the test, and no leakage is found at the septums. Please see the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show blood oozing from the end of the septum. The root cause of this defect cannot be determined as no abnormalities are found in the processes and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective samples have been received for further examination.

Event description:
It was reported that bd intima-ii leakage at septum. Reported that the product was found to be leaking blood from the white isolation plug after puncture sample could not be returned, photos available. Green claim required, complaint response letter required, complaint receipt letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.